Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 2 of 3 mdrs filed for the same patient (reference 1825034-2014-04909/04911).

Event description:
It was reported that patient underwent total knee arthroplasty and that a revision utilizing a custom tibial bearing has been planned. Further follow-up and review of invoice history confirmed that the initial total knee arthroplasty took place on (b)(46 2003. Invoice history further confirmed that revision procedures took place on (B)(6) 2007 and (B)(6) 2008 where the tibial bearings were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch. The revision date was (B)(6) 2014.

Event description:
It was reported that the patient underwent an initial knee arthroplasty on (B)(6) 2003. Patient also underwent surgeries on (B)(6) 2007 and (B)(6) 2008 for unknown reasons. Subsequently, a revision procedure occurred on (B)(6) 2014 to replace the tibial bearing with a thicker custom sloped tibial bearing.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.